Event description:
It was reported that when the device was interrogated diagnostics showed that the left ventricular lead impedance caused the patient notifier to be triggered. Lead imped- ance then was about 190 ohms. During interrogation the lead impedance was about 600 ohms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.